Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that customer received a motor error alarm and motor position encoder error alarm. Insulin pump will be replaced.

Manufacturer narrative:
The pump passed the displacement test. However, the pump gave a motor error alarm during the basic occlusion test due to a loose/flush drive support disk. The motor was tested outside of the device and it passed. Unable to verify other error alarms in the alarm history due to the history file overwritten with a different alarm, which was due to a corrupted history file. The pump was received with a cracked case at the display window corners, minor scratches on the lcd window, a scratched reservoir tube window, a cracked belt clip slot, cracked battery tube threads and a broken reservoir tube lip.